Manufacturer narrative:
The awareness date has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 5201044; medical device expiration date: 2017-02-28; device manufacture date: 2015-07-20. Medical device lot #: 5233345; medical device expiration date: 2017-03-31; device manufacture date: 2015-08-21. Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that the bd vacutainer® sst¿ ii advance plus blood collection tubes was observed to have underfills. No injury or medical intervention reported.